Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) was implanted into a patient's eye, the physician noted under the microscope that the iol was scratched. The iol was removed and replaced with another lens during the initial procedure. There was no patient harm and the iol is not available for return.